Manufacturer narrative:
The insulin pump had no unexpected excessive no delivery alarms, motor error alarms or off no power anomalies noted during testing. The insulin pump communicated properly with glucose sensor simulator and the minilink transmitter; the correct test blood glucose value was displayed on the sensor glucose graph screen. No sensor anomalies noted. The insulin pump passed pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. The motor was tested outside of the device and passed. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 470 mg/dl at the time of the incident. The customer stated that they went into diabetic ketoacidosis but was not hospitalized for it. The customer treated their blood glucose levels with manual injections. The customer mentioned that their spouse is a nurse who was assisted them with the incident. The customer had issues with no delivery alarms and power off alarms. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.